Event description:
I used renu wtih moisture loc from 8/1/2005 through 4/15/2006. Since sept. 16, 2005, I had several eye infections, redness & irritation and blurred vision. I was given several medications to treat this. I was diagnosed with keratitis. I saw a specialist who confirmed this diagnosis. My vision in both eyes has been impaired significantly.